Manufacturer narrative:
Correction: battery (B)(4) was the incorrect serial number. The correct battery is bat591871. Brand name: heartware ventricular assist system - battery; bat591871; model #: 1650de; expiration date: 2018-12-31; UDI #: (B)(4); concomitant medical products: yes, return date: 2018-07-27; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 2017-12-31; labeled for single use: no; event problem and evaluation codes: patient code(s): c76143; device code(s): c63030. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-31-12. UDI #: (B)(4). Mfg date: 2017-12-17. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-31-12. UDI #: (B)(4). Mfg date: 2017-12-17. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-31-12. UDI #: (B)(4). Mfg date: 2017-12-04. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-31-12. UDI #: (B)(4). Mfg date: 2017-12-04. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-31-12. UDI #: (B)(4). Mfg date: 2017-12-04. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-31-12. UDI #: (B)(4). Mfg date: 2017-12-04. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries were not draining properly. The site also noted that the patient was undergoing power switching while at home. The devices are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A correction for the expiration date for the additional devices: d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 d4: battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction for previous report: section d4: model and catalogue number product event summary: four batteries (B)(6) were returned for evaluation. The controller (B)(6) and two batteries (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries used within the analyzed period discharged as expected when in use. However, premature power switching events were recorded due to momentary disconnections involving (B)(6). As a result, the reported power consumption could not be confirmed; the reported power switching event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and a battery. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: battery, (B)(6). D10: yes, return date: 2018-07-26 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D10: no h3: yes h6 FDA method code(s): 4112, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D10: yes, return date: 2018-07-26 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D10: yes, return date: 2018-07-26 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery, (B)(6). D10: yes, return date: 2018-07-26 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery, (B)(6). D10: no h3: yes h6 FDA method code(s): 4112, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. The controller and one battery were not returned for evaluation. One battery was not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned batteries passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the batteries used within the analyzed period discharged as expected when in use. However, premature power switching events were recorded due to momentary disconnections involving (B)(4). As a result, the reported power consumption could not be confirmed; the reported power switching event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and a battery. An internal investigation investigated momentary disconnections. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that five of the patient's batteries were exchanged.